Event description:
The reporter contacted animas on (B)(6) 2012, stating that after the patient emerged from a swimming pool the pump was stuck on the verify screen and the buttons were unresponsive. The keypad was reportedly intact. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation a leak test was performed and a case seal leak was found. Moisture was found inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.